Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of decreased sensing and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage. After cleaning the helix region of blood/tissue, the helix was able to extend and retract. The extended helix was measured to be within product specification.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, a decrease in atrial sensing and a loss of capture was noted on the right atrial (ra) lead due to atrial lead dislodgement. The ra lead was explanted and replaced to resolve the event. The patient was stable.